Manufacturer narrative:
Internal complaint reference (B)(4). Initial reporter postal code (B)(6).

Event description:
It was reported that, during a thr surgery, after several attempts it was not possible insert a r3 0 deg xlpe acet lnr 32mm x 56mm and a r3 0 deg xlpe acet lnr 36mm x mm56. Surgery was resumed, after a non-significant delay, removing the r3 0 hole acet shell 56mm and replacing it with a r3 cup with 3 holes, a new 56/32 inlay could only be inserted with difficulty. Patient was not injured as consequence of this problem.